Event description:
Epidural catheter device failure: board certified anesthesiologist graduating (B)(6) in 2003 and completing residency at (B)(6) in 2007. I have practiced neuraxial/epidural anesthesia in some form continually for the past twenty or so years. After residency, I worked at the (B)(6) in (B)(6) for two years performing pain service epidural steroids in the lumbar and cervical region weekly. I have likely performed thousands of neuraxial anesthetics and over one thousand epidurals so far in my career. I have never had a serious complication or a malpractice incident regarding neuraxial care. In regard to the epidural with a retained catheter which I placed on the morning of (B)(6) 2024. The patient is a tall thin female who was being induced. She remained still throughout the procedure. I used the epidural kit provided with a 3.5" tuohy. I began the epidural in the sitting position, followed sterile technique and had a first pass loss of resistance at the l3/4 level. Her ligament was firm and given her height I was not surprised to find the epidural space approximately 1-1.5cm from the hub of the needle. This would give a loss of resistance at a depth of approximately 7 cm. I threaded the catheter approx 4cm into the epidural space and while doing so the back of the catheter slid onto a non sterile area. Given her stage in labor I elected to pull the catheter back thru through the tuohy and replace it. I pulled lightly and met slight resistance. My second pull was slightly more force but still in the mild category and the catheter unwound quickly in front of me. The catheter did not pull out intact a few centimeters then unwind. It came apart quickly without pulling back intact at all. The wire of the epidural remained into the needle and I was holding only a short piece of catheter. Given her depth to the epidural space from the skin and having already threaded the catheter into the epidural space, I was confident that several centimeters of catheter remained. I pulled the needle back slowly at this point, supporting tension off the wire. No wire or catheter could be seen at the puncture site once the needle was removed. I proceeded to redo the epidural a space or two higher with the separately packaged catheter. This occurred quickly and without incident. Neurosurgery was consulted and the pt had surgery the following am for removal of the retained cath tip. As many know, epidural breakage is a rare event albeit a known complication. The typical logic is to believe the catheter sheared at the needle tip with rearward pressure. That is not what I believe occurred in this situation. The neurosurgery note indicates that the catheter was approximately 2.5cm from the patient's skin. Given the depth of her epidural space (7cm) and my experience trying to replace the catheter (pulled apart immediately), the catheter came apart inside the tuohy needle barrel. The catheters in these kits are quite soft for an epidural. I performed an epidural day before and was unable to thread the catheter due to softness (same product). I switched to the more rigid, separate catheter (a nerve block catheter by its high rigidity but not ideal for epidural use) which threaded easily. Nursing mentioned during this earlier epidural that anesthesia have had trouble threading this catheter. Over the years, I have been asked by labor rns to remove a "stuck" epidural catheter. There are several techniques to this process but one is, bluntly, to pull on the catheter. In these instances, I have used several fold more force on a stuck catheter than what occurred here without any signs of catheter damage or breakage. From the neurosurgery evidence/my experience with the quick unraveling of the cath signifies device failure.